Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage, stroke and neurological cascading effects in relation to stroke-related complication are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
Following administration of tissue plasminogen activator (tpa), successful mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion was performed using the subject retrieval device. Revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2c. Post procedure CT scan showed a right occipital lobe hemorrhage. Antithrombotic treatment was stopped for two (2) days because of the hemorrhage. Eight (8) days post procedure, the patient developed left hemiplegia; however, there was no evidence of a new ischemia on the magnetic resonance imaging (MRI).

Manufacturer narrative:
Subject device is not available.

Event description:
Following administration of tissue plasminogen activator (tpa), successful mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion was performed using the subject retrieval device. Revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2c. Post procedure CT scan showed a right occipital lobe hemorrhage. Antithrombotic treatment was stopped for two (2) days because of the hemorrhage. Eight (8) days post procedure, the patient developed left hemiplegia; however, there was no evidence of a new ischemia on the magnetic resonance imaging (MRI).